Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. One proglide suture was successfully preplaced. Reportedly, the second proglide failed at the end of the deployment steps when the device would not come out. The device was removed with a cut down; the procedure was successfully completed and a small tear was fixed with a patch. Hemostasis was achieved by surgical closure. There was a clinically significant delay in the procedure. The patient had blood loss but was not given a blood transfusion for religious reasons. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed.